Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported a sensor failure. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not returned.